Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (250 mg/dl). Customer had not yet treated elevated blood glucose levels. Tandem technical support instructed the customer that the pump still delivers insulin and the customer can plug the pump into a power source to activate the screen. Reportedly, customer will continue to use the pump for insulin therapy.